Event description:
Customer reported multiple altitude alarms from the pump over a period of several days. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Insulin delivery was temporarily suspended due to the alarm condition, but the customer was advised to clean the speaker holes and reset the pump, which successfully resolved the issue. Pump resumed normal operation, and the customer was provided with tips to prevent future altitude alarms.